Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that sometimes when charging the implant they will see a message on their controller that says batteries low (70) replace the controller batteries soon. Caller stated they turned the controller off and back on and the message would clear but continues to appear intermittently. Agent did not ask about the circumstances that led to the reported issue. A replacement recharger was sent out.  See case history for the report of caller mentioned they had the battery pack and controller replaced recently.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), product ID: 97755-s, serial/lot #: (B)(6) was returned for product analysis. Analysis found there was a recharger antenna failure: the controller does not power on when the recharger was plugged in. Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.